Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter: sgc0302; clip delivery system: cds0602-ntr. The device was not returned for analysis. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported pericardial effusion, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the small pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted reducing mr to a trace grade. There were no difficulties with the mitraclip device. After the mitraclip procedure, a small pericardial effusion was noted on the echocardiogram. The patient was stable and the effusion was not hemodynamically significant. No treatment was provided. The condition resolved six days later. No additional information was provided.